Manufacturer narrative:
(B)(4). The 900pt501 adult heated breathing tube (hbt) is used with the airvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: the complaint 900pt501 hbt and the opt844 nasal cannula were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the event description reported by the customer and our knowledge of the product. Result: we were unable to determine what had caused the reported loose connection as the complaint devices are not returned for investigation. It is possible that the hbt and cannula had not been fitted together properly. Conclusion: all 900pt501 circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. The subject 900pt501 would have met the required specification at the time of production. In the event of a system leak, the airvo will produce a visual and auditory alarm and the airvo user manual instructs the caregiver to "check that the heated breathing tube is not damaged and that it is plugged in correctly." The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A healthcare facility in china reported to fisher & paykel healthcare (f&p) field representative via our distributor that an opt844 adult nasal cannula has loose connection to 900pt501 airvo heated breathing tube. There was no patient involvement.